Event description:
It was reported the while getting ready for a system controller exchange, while putting the screw back after putting in the battery, one of the screws broke off and was stuck in the hole. The top part of the screw completely broke off. Another system controller was brought in to do the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller having a damaged screw was unable to be confirmed. The system controller (serial number (B)(6) was not returned for testing. Log files were not submitted for review, provided information indicated that while getting ready for a controller exchange, while putting the screw back after putting in the battery, one of the screws broke off and was stuck in the hole. The top part of the screw completely broke off. A manufacturing analysis task was created under a separate event to investigate the root cause of the controller¿s backup battery cover screw becoming broken. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 patient handbook ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to one of the backup battery cover screws was confirmed during evaluation of the returned system controller. The returned heartmate 3 system controller, serial number (B)(6), was visually inspected and one of the backup battery cover screws was observed to be damaged. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period without any issues. Provided information indicated that while getting ready for a controller exchange, while putting the screw back after putting in the battery, one of the screws broke off and was stuck in the hole. The top part of the screw completely broke off. A manufacturing task has been created to investigate the issue of a damaged backup battery cover screw. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 patient handbook section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.